Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the day after surgery there was "a thickening" of the pericardium and "a restriction in my throat". They also noted that a drain had to be implanted. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.